Event description:
During routine check of instrument it was noted that the handle would no longer lock onto the broach trial. Replaced with new instrument in the loaner set. This event did not occur during a surgery.